Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 11th august 2010 and performed to specification up to the 19th october 2014. The device failed two self-tests due to a low battery on the 26th october 2014, an increase in voltage was recorded later that day suggesting a further pad-pak was installed, the device performed to specification up to the 17th may 2015. Multiple manual power ups of ten minutes duration between (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. Slight voltage fluctuation was observed over the pogo-pins however this had no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.